Manufacturer narrative:
Samples received: 2 unopened racepacks. There are two previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received two closed samples for analysis. We have checked these two closed samples received and both already have the needle detached from the thread. Taking into account that the samples received do not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: we opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: egypt. It was reported that the needle detachment. All medwatch submissions related to this report are: 3003639970-2017-00462, 3003639970-2017-00463.